Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupled charged device broken, purple image is displayed. A root cause could not be identified. Based on the results of the investigation, the horizontal stripes due to coupled charged device broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope had horizontal stripes during set up. There were no reports of patient involvement.